Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver sufentanil 500mcg/ml at 99.9mcg/day, bupivacaine at a concentration of "25mg" at 4.9mcg/day, and clonidine 750mcg/ml at 149mcg/day. It was reported that the pump and catheter were explanted on (B)(6) 2025 because the patient could not get pain control and the doctor decided that they would be better without the pump. The devices would not be replaced. At the time of this report, the issue was resolved.